Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with vaginal hysterectomy, uterosacral vaginal vault suspension and perineorrhaphy due to cystocele, uterine prolapse, rectocele and sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2009 due to retention. No additional information was provided.